Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Toothbrush heads come off [device breakage], no adverse event. Case description: a female consumer reported that while using an oral-b vitality series toothbrush, 2 oral-b precision clean brushheads have come off in her mouth. She reported that her toothbrush is about 2 years old. No symptoms developed.

Manufacturer narrative:
(B)(4)-2015 product investigation results: reporter returned 3 toothbrush heads used with suspect product. Toothbrush heads confirmed to be counterfeit.

Event description:
Toothbrush heads come off [device breakage]. No adverse event [no adverse event]. Case description: a female consumer reported that while using an oral-b vitality series toothbrush, 2 oral-b precision clean brushheads have come off in her mouth. She reported that her toothbrush is about 2 years old. No symptoms developed. (B)(4)-2015 product investigation results: reporter returned 3 toothbrush heads used with suspect product. Toothbrush heads confirmed to be counterfeit.